Manufacturer narrative:
Due to fact that this is a legal claim, our legal department has been provided with the available facts from the customer. Zimmer (B)(4) legal department is well trained and passes all information concerning the case to our complaint handling department. As soon as supplemental information becomes available an updated report will be submitted. Concomitant medical products: item# unknown, lot# unknown, biolox head hip implant; item# unknown, lot# unknown, zimmer longevity liner 36mm. This report is being submitted as zimmer biomet (B)(4) manufactures a similar device that is cleared or distributed in the united states under 510(k) number k071535. The device will not be returned for analysis as the patient was not revised; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. The manufacturer did not receive x-rays, or other source documents for review. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4). Note: this is a split case with zimmer inc., (B)(4) reference number (B)(4). Product identification number unknown.

Event description:
A patient is pursuing a product liability claim. It was reported that the patient had a reduction procedure under sedation approximately eleven months post revision surgery due to painful dislocation. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
DHR review: the DHR check could not be performed as the lot number was not available. Trend analysis: analysis could not be performed as no item number is available. Event description: it was reported that the patient was suffering from painful dislocation which was reduced under sedation on (B)(6), 2019. Review of received data: no medical data such as x-rays, surgical notes or any other case-relevant documents received. Device analysis: no product was returned to zimmer biomet for in-depth analysis. Review of product documentation: this device is intended for treatment. Conclusion: it was reported that the patient was suffering from painful dislocation which was reduced under sedation on (B)(6), 2019. The in vivo time of the device is 5 months. The DHR check could not be performed as the lot number was not available. The compatibility check could not be performed as no product information was provided. The investigation results did not identify a non-conformance or a complaint out of box (coob). Neither operative notes, office visit notes, nor devices or photos of the implant were received; therefore the condition of the component is unknown. Patient factors that may affect the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact), and relevant medical history are unknown. Adherence to rehabilitation protocol is unknown. Based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
Please refer to report 0009613350 - 2019 - 00261.